Manufacturer narrative:
The product was ot returned for evaluation. We are unable to assess if any product condition could have contributed to the pt's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt's mother reported on (B)(6) 2014 her son's blood glucose history is as follows: time: 7:00 am, bg (mmol/l): 16.6, (mg/dl): 299; 9:45 am, 16.1, 290; 11:52 am, 17.4, 313; 4:00 pm, 15.9, 286; 5:00 pm, 16.3, 293 (with ketones reading 0.6); 5:43 pm, 10.4, 187 - he exercised; 8:00 pm, 21.4, 385. The pod was deactivated and she noticed there was pus noted at the insertion site. The mother is a nurse so she called the pt's healthcare provider who prescribed him with an antibiotic cream of bactroban over the phone.